Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient death occurred. Vascular access site was obtained via the femoral artery. The 32mm in length and 2.5mm in reference diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After predilating the lesion with a 2x10 unspecified balloon, a 2.50x32mm promus element¿ plus stent was implanted to the lesion. The procedure was completed with this device. Two days after the procedure, the patient died.